Event description:
Invalid result (s). Test result was not distinguishable.

Manufacturer narrative:
Final product manufacturing and qc record for cov2010086 were reviewed. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. The test results of retention samples from cov2010086 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.